Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Proximal 5 stents bunched (accordian-style) during stage 2 prior to deployment. Dr (B)(6) used mech adv. Dial to advance device after "hubbing" the 60 cm sheath. Then he attempted to reverse-deploy the second half of stage one (once prox edge reached desired point. Dr. (B)(6) expressed concern about meeting strong resistance in the last 5cm of stage 1 unsheathing. In stage 2, dr. (B)(6) recommended he maintain "some fwd pressure" with positioning handle while he deployed the inner sleeve. Dr. (B)(6) initiated deployment, then stopped as device seemed to ride up and bunch together in the proximal portion of the stent. He and dr. (B)(6) then were able to reposition and elongate the stent-graft. They then experienced difficulty with completing the deployment of the inner sleeve. Once they completed deployment, the results looked reasonable. Another (planned) r. Pro (30-259 nbs) was then deployed into the tfh and offering approx. 20cm of overlap with the 20-204 nbs. A gore tri-lobe was then employed for each area of stent-graft overlap zones. The final fun appeared to reveal a slow type r endoleak which dr. (B)(6) suggested might have been due to sine at distal edge of 28-204 just above the ca. Is this event related to a device failure / deficiency? Possibly. Is this event related to the procedure? Possibly. Is this event related to a pre-existing condition? Possibly. Was surgical intervention required? No". Patient outcome: "patient appeared to have a good outcome per the final angiogram. Per my report, dr. (B)(6) commented on a slow (type r) endoleak but he also said the retrograde filling of the false lumen was significantly diminished as a result of the tevar. He suggested this type r endoleak was likely due to sine (stent-induced new entry) at the distal edge of the 28-204 nbs (just superior to the ca)."